Event description:
It was reported that the ilet issued alert 38 indicating a motor stall, which persisted despite multiple restarts; the user disconnected and performed a dry run to 120 units without issue and was advised changing supplies using a new lot, which they understood and elected to perform independently. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery and the need for troubleshooting and education, with replacement supplies shipped. Investigation included user-guided troubleshooting, a successful dry run test, and review of infusion set and connector lot information, with the user reported to use fiasp prefilled cartridges. Investigation of this case revealed that the device motor stalled during use while the pump motor functioned normally off-body, suggesting a delivery obstruction or infusion system resistance rather than an internal motor failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use environment factors related to infusion set or cartridge setup leading to flow resistance, with the device performing as designed during bench testing.

Manufacturer narrative:
Initial.